Event description:
Per the clinic, the patient experienced zigzag impedances and no connection with the implanted device. The integrity test indicated a device malfunction.

Manufacturer narrative:
This report is submitted on 10 august 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.